Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had an episode of syncope/near syncope and far field r-wave (ffrw) oversensing was observed on the atrial lead. It was further reported that retro-grade (ventricular to atrial) conduction was suspected. The lead remains in use. No further patient complications have been reported as a result of this event.